Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
A gamma nail was inserted on (B)(6) 2016 at (B)(6) hospital. The patient returned in (B)(6) 2016 with pain, and subsequent investigation found that the cephalomedullary nail had broken.

Manufacturer narrative:
The evaluation revealed the broken gamma3 long nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An inspection of the nail itself was not possible because it was not provided. The postoperatively x-rays show that the nail broke in its proximal hole. According to a hcp the fracture was highly instable; only soft callus formation was visible on medial and lateral. The fracture was classified as non-union fracture. Non-unions and instable fractures are IFU and operative technique listed adverse effects that can lead to implant failures like breakages. Most likely the nail broke due to both conditions. Based on the DHR review a manufacturer related issue can be excluded. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
A gamma nail was inserted on (B)(6) 2016 at (B)(6) hospital. The patient returned in (B)(6) 2016 with pain, and subsequent investigation found that the cephalomedullary nail had broken.